Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. For the light guide lens dirty failure, based on the results of the investigation, the probable cause of the malfunction could not be identified. For the distal end crack failure, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be physical stress. For the k-wire damaged failure, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be repeated use and strands raised when brushing forceps elevator. The event can be prevented by following the instructions for use which state: ·operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an angulation problem on the evis lucera duodenovideoscope. The device was returned for evaluation. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of delays. There were no reports of patient or user harm associated with this event. During the device evaluation, the following reportable malfunction was identified: stained lg lens, the distal end had a crack, and the knob wire was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by an authorized olympus distributor. The customer¿s allegation of ¿angulation problem¿ was confirmed. The device evaluation found stained light guide lens due to insufficient cleaning. The distal end had a crack, and the angulation malfunction was due to knob wire damage. And the insertion tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.